Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during a cranial procedure causing head laceration that required staples. There was an unspecified delay in surgery as they had to flip the patient back to the stretcher, unclamped the patient's head, staple the laceration closed, and reapplied the mayfield head clamp. A new mayfield head clamp with new mayfield pins were obtained and applied to the patient and the procedure progressed as expected. The patient did well during surgery.